Manufacturer narrative:
Results: the returned ace68 was fractured approximately 99.0 cm from the hub. The device was kinked approximately 87.0 cm 114.0 cm and 118.0 cm from the hub. The total length was measured approximately 133.0 cm. Conclusions: evaluation of the returned ace68 confirmed a mid-shaft fracture and revealed yielding on either side of the damage. If the ace68 is forcefully retracted against resistance, the device may become yield and fracture. Further evaluation revealed kinks on the device. These kinks were likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system ace 68 reperfusion catheter (ace68), a neuron max 6f 088 long sheath (neuron max), a non-penumbra introducer sheath and stent retriever. It was noted that the patient anatomy was tortuous. During the procedure, the physician completed one pass using the neuron max, introducer sheath, ace68 and the stent retriever. While retracting the ace68, the physician experienced resistance and upon removal of the ace68, the physician noticed the mid-shaft of the ace68 was broken. It was reported that the rest of the ace68 was removed by continuous pulling. The procedure was completed using a penumbra system 5max reperfusion catheter (5maxc) and the same neuron max. There was no report of an adverse effect to the patient.